Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient's lead was fractured. Most of the broken lead was removed and the lead was replaced. A fragment remains in the patient but the physician had no concerns. There have been no reports of further complications regarding this event and the patient is currently using their device with effective pain relief.